Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm cause of the reported clinical observation of sheath tip damage and kink. Visual inspection found no abnormalities. Function testing observed a successful engagement of its deflection mechanism, as the sheath was able to achieve and maintain its intended curvature at the distal tip. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of sheath tip damage and kink are a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that the sheath was kinked and damaged. The tip of the sheath was bent and difficult to be adjusted. No patient complications occurred. The procedure was completed using different faradrive sheath. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that the sheath was kinked and damaged. The tip of the sheath was bent and difficult to be adjusted. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis.